Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents. After unspecified lengths of time in use, the customer contact reported unspecified volumes of solution leaked from the filters. The solutions that spilled were cleaned up according to the suer facility's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination. The devices will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).